Manufacturer narrative:
Product event summary : pli 20- the device was not returned for analysis. However, performance data collected from the device was re ceived and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance at 646 on (B)(6) 2016; jumps out of range (B)(6) 2016. Concomitant medical products: 638bl28 heart band implanted: (B)(6) 2013; 511212 lead implanted: (B)(6) 2016; dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that, one day post implant of the implantable cardioverter defibrillator (ICD) device, a possible grommet/setscrew problem was suspected which prevented the chronic right ventricular (rv) lead pin from being fully inserted all the way. The lead alerted for measured high impedance and high/unstable threshold. Cross-talk was noted on the rv lead. A revision was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.